Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement, due to low urine output even after placement, the catheter was disconnected from the drain bag the catheter experienced foreign object contamination when, upon disconnecting the catheter from the drain bag and attempting to aspirate with the catheter tip, a foreign object was found clogging the interior of the drainage funnel, and the lot number was unknown/unavailable.